Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable ise indirect gen.2 results for two patient samples from the cobas 8000 cobas ise module. Patient 1 initial sodium result was 160 mmol/l with a data flag and the repeat result was 143 mmol/l. The initial chloride result was 115 mmol/l and the repeat result was 104 mmol/l. Patient 2 initial sodium result was 151 mmol/l and the repeat result was 142 mmol/l. The erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. Calibration and qc data were acceptable at time of testing. The field service representative could not find a cause. He checked the ise pathway, performed ise checks, and performed decontamination. The customer ran calibration, qc, and precision testing. All results met specifications. The issue appeared to have been resolved by the service actions.